Event description:
Per the info provided to co by the physician's office, the device was removed due to a "tubing break on the left side". As reported to co, the entire 2-piece device was removed and replaced with a mentor 3-piece inflatable penile prosthesis.